Event description:
On (B)(6) 2013, intuitive surgical, inc. Received a voluntary report (B)(4) with the following description: I was needing surgery for minor colon cancer. I was planning on returning to work within 5 weeks. My doctor at xx hospital insisted that I do robotic surgery. All the pros and cons were stated for me. After surgery, I had a large hole in my vagina. More surgery was done to try to repair damage. It was unsuccessful. I ended up with an ileostomy for months, waiting for vagina to heal. My bladder was damaged and has never worked. Now I use caths. I was told that my bladder was badly beaten up with robotic surgery. It was 6 months before I could work. I switched hospitals. At xx hospital, I was told by doctors that colon surgery for females should never be done by robotics. I recently saw a report on nbc and realized that I am not the only one messed up for life because of this robotic surgery. Please stop the doctors and hospitals from "pushing" this surgery. I was the experimental rate of the day. It clearly sucks. I was told by a lawyer that if I pursued a lawsuit that there was no winning against a big corporation like the medical field. Patient and hospital information names were not provided with the voluntary report; therefore, isi is unable to obtain additional information about the reported event at this time.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.